Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A pediatric peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain, fever, and cloudy pd effluent. The cause of the peritonitis was unknown. The patient was hospitalized for the event. On unreported dates, the patient began treatment with intraperitoneal cefuroxime sodium and ceftazidime (doses, frequencies, and routes were not reported). Pd therapy was ongoing during treatment. Eleven days after being admitted, the patient was discharged from the hospital and was recovered. No further information was provided regarding if dianeal therapy was still ongoing. No additional information is available.